Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on electronics assembly. The insulin pump was received with broken belt clip slot. The insulin pump was received with out the original belt clip. No cracks found on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 64 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.